Event description:
It was reported that (1) tvr55 was used during a small bowel resection procedure. It was reported by the rep that the instrument failed to provide hemostasis at the staple line. A new device was opened and results were the same. There was no consequence to the pt. The surgeon controlled the bleeding and finished the case up with no other instrument being opened.